Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller who also inquired about how minute ventilation (mv) is affected. The caller stated that the physician decided to turn off mv and rate response to see how much the patient actually paces. An x-ray was performed, however, the results were not communicated to the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated his heart rate was racing all of the sudden without cause. A review of the device data noted pacing impedance measurements greater than 2000 ohms on the atrial and right ventricular (rv) channels which had triggered the lead safety switch (lss) on the device. Impedance measurements are within normal limits today and threshold measurements are consistent with previous measurements. Noise is easily reproduced and the caller suspects damage to the leads due to clavicle/first rib crush. No adverse patient effects were reported.